Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of lead product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including a surgical lead, on (B)(6) 2010. It was reported the lead was scheduled to be surgically repositioned due to migration. During the revision, the lead was damaged. The lead was explanted but, due to the pt's anatomy, the lead could not be replaced. No further pt complications were reported as a result of this event.